Event description:
The inserted implant failed after one month during the healing period. There was failure of osseointegration and finding inflammation at the implant site.

Manufacturer narrative:
The DHR for lot 01-09-24-15024 was reviewed, and no evidence of defects or non-conformities was identified for the product under complaint. The results of the investigation confirm that both the manufacturing and sterilization processes are in compliance. Quality control procedures ensure that batches meet the necessary specifications before distribution